Manufacturer narrative:
Based on the information received, the cause of the reported incident was traced to use error. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the procedure, sensory testing was tested without a grounding pad on. There was no current output noticed and it was noticed that the grounding pad was not plugged in. When it was plugged in, with the generator set to sensory output, the patient experienced a shock. No treatment was performed as the patient remained stable throughout. Per the physician, this event was due to user error. There was no warning displayed on the generator at any time. The procedure was completed with no further consequences to the patient.